Event description:
It was reported the powered wheelchair drive wheel fell off during use. At the time of the event, the patient driving the wheelchair in the street. Attempts to obtain additional information regarding this event and the patient's condition were unsuccessful.